Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was implanted successfully. One day later when the catheter was examined, leaking was found at the joint/connection. The physician stated the patient would require an additional procedure to remove and replace the device. To date, this additional procedure has not been completed. Additional information regarding the patient and event have not been made available.

Manufacturer narrative:
After confirming with the distributor, the patient has had the catheter replaced and is in good condition. (This information was received on 12jul2018). Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU) and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The customer returned one 7.0fr mac-loc catheter in a used condition. Biomatter was heavily present on the device. The catheter tubing appeared wavy and not straight. The device was returned with the mac-loc in a partially locked position. No surface damage was noted. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found wound in the threads. The flare appeared concentric, had a lip, with a diameter measuring at 0.221¿. The flare may have been damaged during use or removal. The catheter tubing outer diameter, mac-loc hub inner diameter, connector cap inner diameter, and number of threads showing between the hub and cap were measured and all found to be within manufacturing specifications. The device did leak, but it was not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.